Event description:
It was reported via clinical trial that the target lesion was located in the right posterior descending artery with 90% stenosis. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm study stent, which resulted in a grade b dissection distal to the target lesion. The dissection was treated with placement of a 2.0 x 15 mm bare metal mini-vision stent and post dilatation was performed with 10% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.